Event description:
A customer contacted beckman coulter regarding low hemoglobin (hgb) results that were generated by the coulter lh 750 analyzer. Patient a and b samples were tested for hgb and results of 3.3g/dl were obtained for both patients. The hgb results for both patients were printed with "cl" flags ("cl" - "result is lower than your critical low limits. It is a critical value and requires immediate attention. Follow your laboratory's policies for reviewing the sample"). The hgb results were not reported out of the lab. The customer re-tested original samples of both patients for hgb and obtained higher results: two (2) results of 8.1g/dl for patient a. 9.5g/dl and 2 results of 9.6g/dl for patient b. There was no death or serious injury, and no change to patient treatment as a result of this event.

Manufacturer narrative:
Customer runs qc twice per day. Qc was within specifications before and after the event. A) the instrument is currently performing within qc specifications. The specimens were microtainer, bd, 250-500ul type. A field service engineer (fse) was dispatched to the customer's lab: a) the fse could not duplicate this event. B) as a precaution measure, the fse removed, cleaned and aligned the blood sample valve (bsv). C) as of 2007, no other hgb problems were reported by the customer. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.